Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet and caught the tubing before the device hit the ground, after which the housing separated at the screen bezel, consistent with a device bonding failure involving the display component; the user transitioned to backup therapy with daily insulin injections and later planned to reconnect with a supplemental training ilet. Symptoms included no clinical signs, symptoms, or conditions, and the user¿s blood glucose remained at 90 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and receipt and inspection of the returned device. Investigation of this case revealed stress-related damage consistent with loss of or failure to bond at the display assembly. It was concluded that the cause was traced to a component failure.